Event description:
A nurse reported a pt experienced a corneal burn during cataract surgery. Sutures were required to close the wound. The phaco handpiece was exchanged, and the case was completed without further incident. It is unk what cause or contributed to the burn. The handpieces used during surgery were not isolated so the exact handpiece used during the event is unk. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).